Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Per the sensor's directions for use, "the site must be checked frequently or per clinical protocol to ensure adequate circulation, skin integrity and correct optical alignment; exercise extreme caution with poorly perfused patients; skin erosion and pressure necrosis can be caused when the sensor is not frequently moved. Assess site as frequently as every (1) hour with poorly perfused patients and move the sensor if there are signs of tissue ischemia."

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that bruising/purpling of the skin below the patient's cuticle was found after using the r2-25 sensor. The customer voiced concerned of pressure area care using the r2 sensor system. The sensor was placed on the right middle finger of a (B)(6) male patient with normal skin tissue integrity. The sensor was placed at 10:00 and checked at 14:00. This is when purpling of the area below the nail was found. During surgery, both arms were wrapped and care was taken to ensure no extra pressure was placed on the sensor. Additional information received indicated that the sensor was placed on the patient's finger for 4 hours and not rotated at the time. There was no additional tape used.